Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, that the patient's right atrial (ra) lead exhibited noise. The patient had no adverse consequences.